Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient woke up in the middle of the night with nausea, stomach pain, and dizziness which had subsided by the day of the call, but the patient felt light headed. The caller indicated that the patient felt uncomfortable with the device and restricted. The patient could not bend down. Later the consumer reported that the patient said their problem is when waking up in the morning because nothing would come out and they would have a hard time emptying their bladder. The patient indicated that it was hard to rate the evaluation, but thinks it¿s a little better because they had not had a flare up. The patient asked if the trial procedure can cause a uti, but did not report that they had a uti and the patient was advised to follow-up with their healthcare provider (hcp). A final call determined that the patient was having a pressure feeling and stimulation moved locations after the patient switched from left to right side. The patient had this sort of air pressure feeling before and after voiding and reported that their voiding volume had increased. The patient was advised to lower stimulation and the patient planned to see their hcp the day after the call. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.